Event description:
Covidien received info stating that during pt use, a "no communications" alarm occurred. The pt was manually ventilated and then transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).